Manufacturer narrative:
(B)(4). Date of event: unk date. The reported event could not be confirmed based on limited information received. No device or photos were received; therefore the visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A compatibility check was not performed. Due to insufficient information,complaint history could not be reviewed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown m2a-38 cup, unknown stem, unknown m2a-38 taper. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06476. Legal document summary notes 6 pseudotumors, 2 alval, and 4 with some symptoms that are unaccounted for within the 58 patient descriptions.

Event description:
It was reported a patient is experiencing elevated metal ion levels (cobalt) following a total hip arthroplasty.. Attempts have been made and additional information on the reported event is unavailable.